Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a fusion procedure on (B)(6) 2008. Surgeon performed anterior fusion from c3-c4, c4-c5, c5-c6, and c6-c7, using rhbmp-2/acs and peek cages at each fusion level. Following the surgery, patient developed swelling, shortness of breath, difficulty speaking, and sustained other infuse-related injuries. Patient also has trouble turning her head and experiences bouts of choking on occasion. In (B)(6) 2008, patient's physicians sent her to a voice lab to have her vocal cords injected with collagen in order to treat her injuries. Patient continues to suffer from daily, disabling pain and complications that prevent her from performing many basic activities of daily living.